Manufacturer narrative:
Unit was received with intermittent button response due to corroded keypad traces. No button error alarm noted. Scratched lcd window and cracked battery tube threads noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 147 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.